Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: just for clarification, were the staples malformed (irregular in shape)? Were there any staples missing from the staple line? The staples unformed and malformed.

Manufacturer narrative:
(B)(4). The analysis results showed that the tl60 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open antrectomy procedure, while firing the device across the duodenum the device fired but didn't form completed staples. It looked like the staples didn't form. The surgeon ended up just suturing the transection to complete the case. There were no patient consequences. One device will be returned.